Manufacturer narrative:
Continuation of d10: product ID: b3300542m, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Product ID: b3300542, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the issue was resolved without sequelae on (B)(6) 2025.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6), ubd: 25-mar-2026, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(6), ubd: 13-feb-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was high impedance on the right (plot 10) and left subthalamic nucleus (stn) leads. The etiology had a causal relationship with the right and left stn leads. No action was taken. The issue was ongoing.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead. Product ID: b3300542, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.